Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the uretero-reno videoscope, it was observed the a-rubber came off and there was slack in the a-rubber. The most likely cause or probable cause of the reportable malfunction is component failure. There was no patient involvement.